Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction screen becomes noised was confirmed and reported malfunction error e216 (scope communication error) was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the malfunction screen become noised was component failure. The error e216 (scope communication error) was not confirmed during evaluation, the definitive root cause of the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had error e216 (scope communication error), the screen becomes noised. The event had occurred during maintenance. There were no reports of patient involvement.